Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The downstream occlusion seal was damaged/degradation or bubbled. The root cause of the reported issue was found to be the downstream occlusion seal was damaged. Actions were taken to mitigate the reported issue: replaced the downstream occlusion sensor seal.

Event description:
Information was received indicating that during testing of this smiths medical cadd solis pump, the pump had blister on the downstream sensor. No patient injury reported.